Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):there was no activity related to the complaint observed in the pump history. The battery was not returned with the pump for investigation. There was no physical damage found to the battery cap or compartment. Investigation revealed corrosion inside the battery compartment and on the battery cap. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that a pump and pump battery felt "hot" to touch. After replacing the pump's battery, the patient claimed that the pump no longer felt "hot." The patient did not allege any harm or injury because of the reported issue. He claimed that there was no structural damage to the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump and pump battery felt "hot" to touch and that the device might have been overheating. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.